Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes.' One unknown biomet screw was returned for investigation (images 1 & 2). Visual evaluation of the as returned product identified signs of wear due to usage. The device had no apparent signs of malfunction. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The device had been placed on an unknown tooth location for approximately 2 months. X-ray or picture images were not provided. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section precautions, it is stated that improper technique could cause screw loosening. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR and complaint history review could not be performed as the lot/item number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number not available.

Event description:
It was reported that after 2 months crown was loose due to screw loosening. Screw was removed, to remove it, the crown was perforated as it was a cemented crown .